Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 20061923.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was nonfunctional. The patient underwent a device explant procedure. The explanted ipg and linear leads were not returned due to hospital policy.